Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding device return has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
Additional information: b.5, d.7, h.6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information received: capsular contracture, baker grade iii. Device has been explanted.

Event description:
Additional information received: capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis, leak test and microscopic analysis of the returned device identified: fold/creases, wear abrasion, and white particles on the shell. A linear, smooth-edged opening in a crease was observed on anterior side. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a smooth, crease opening assessed as a fold flaw opening. Additional information: d.10, h.3, h.6.